Manufacturer narrative:
Exemption number e2015055. Two devices were received for evaluation; 2 events were confirmed during testing. One device was found to be affected by an unthreaded foot. One device was found to be affected by a broken bearing. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.